Manufacturer narrative:
Carefusion complaint number: (B)(4) . In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer stated that the ventilator is alarming circuit occlusion and high p peak. There was no patient involvement.